Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found no evidence of reported problem. Visual inspection and speaker functional testing were performed. According to the investigation, the customer reported problem was confirmed. No volume or sound was duplicated during speaker functional testing. According to the investigation the pump faulty rear speaker caused the reported issue. Service's replaced the pump rear speaker to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information received a smith medical cadd solis vip 2120 pump alarm sound volume not functional. No patient involvement, as this occurred during testing.